Event description:
A surgeon reported that a pt developed endophthalmitis following cataract surgery. The pt had moderate iritis and hypopyon on 5/23/2000 and was treated with topical steroids and antibiotics. The eye initially cleared, but in 2000, the pt was referred for a vitrectomy. The infection has resolved. Visual acuity (va) prior to surgery was 20/50. Current va is 20/40.